Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributing factor to seizures.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's mother stated that the continuous glucose monitor (cgm) was not working properly. Patient's mother stated that the cgm read about 120-121mg/dl when the patient had a seizure. Patient's mother treated the patient with glucagon and juice and then took a fingerstick reading. Patient was at 140mg/dl. Patient's mother did not take a fingerstick measurement at the time the seizure took place. Patient's mother also reported that the patient is an amputee and when her blood glucose drops below 100mg/dl she has a seizure. No additional event or patient information was provided.